Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that alerts were triggered for the right ventricular (rv) lead due to high pacing impedance and high impedance of the rv and superior vena cava (svc) coils. In addition, noise was observed and a lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.